Event description:
A customer observed positively biased and imprecise quality control results using vitros valp reagent on a vitros 5,1 fs chemistry analyzer in 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient results were not reported unless quality control was acceptable. There were no allegations of harm. Note: this form 3500a is two of two mdrs for this event. The biased valp results came from two valp reagent packs. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros 5,1 malfunctioned. The investigation was unable to determine a root cause, however, reagent pack handling cannot be ruled out as the customer was not handling valp reagent packs in a consistent manner. The customer has observed stable performance since implementing the manufacturer's recommendations for reagent pack handling.